Event description:
It was reported that the pt received a fitmore hip stem b ext size 7 on (B)(6) 2011, and underwent revision surgery on (B)(6) 2012, due to loosening.

Manufacturer narrative:
The MFR did not receive explanted devices for review. The lot numbers were received for the explanted devices, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).